Manufacturer narrative:
(B)(4) no code available (partially deployed). The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. Evaluation in progress.

Manufacturer narrative:
A visual examination of the returned device found that the stent was partially deployed and had moved distally on the catheter so that its proximal end was distal to the reconstrainment band. The outer sheath was accordioned. During analysis when an attempt was made to reconstrain the stent by moving the distal handle forward, the stent could not be reconstrained and it moved distally along the catheter. No issues were noted with the inner lumen or the deployed stent. The most probable root cause is operational context. A review of the device history record was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. A labeling review was performed and no anomaly was found.

Event description:
It was reported to boston scientific corporation that a wallflex biliary rx partially covered 10x60 stent was used during a procedure performed on (B)(6), 2010 (female patient (B)(6); weight unknown). According to the complainant, the physician had previously implanted two stents in this patient. A wallflex 10x60 had been implanted in the common bile duct and a wallflex uncovered 10x40 had been implanted in the hepatic portal region. The physician was attempting to implant another stent in the hepatic portal region. During this procedure, the physician was unable to reconstrain the stent to reposition it. The physician removed the stent from the patient and the procedure was completed with a wallflex partially covered 10x40 stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Event description:
It was reported to boston scientific corporation that a wallflex biliary rx partially covered 10x60 stent was used during a procedure performed on (B)(6) 2010 (female patient over 18 years; weight unknown). According to the complainant, the physician had previously implanted two stents in this patient. A wallflex 10x60 had been implanted in the common bile duct and a wallflex uncovered 10x40 had been implanted in the hepatic portal region. The physician was attempting to implant another stent in the hepatic portal region. During this procedure, the physician was unable to reconstrain the stent to reposition it. The physician removed the stent from the patient and the procedure was completed with a wallflex partially covered 10x40 stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.